Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's glucose at the time of admission was over 300 mg/dl. The customer stated that neither the infusion set nor the sensor were damaged or bent at the time of the event. The customer explained that, prior to the hospitalization, the customer experienced severe dehydration after vomiting. The customer confirmed the cause of the hospitalization as diabetic ketoacidosis and dehydration. The customer was treated with an IV drip. The customer further mentioned experiencing issues with the sensor and receiving the calibration error alert. Advised that a replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.